Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated that on (B)(6) 2015, the impedance on the svc (superior vena cava) defibrillation coil measured 101 ohms up from a trend in the 70-80 ohm range, and crossing the threshold of 100 ohms. Concomitant product: product ID: d224trk, crt-d, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance in the superior vena cava (svc) coil. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.